Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet screen would not unlock unless the device was connected to a charger; after the user removed the device from its protective case, the screen unlocked and functioned normally, indicating interference from the case rather than a device malfunction. Symptoms included no adverse clinical effects and no impact to blood glucose control. Outcomes included continued device use without alarms or alerts, no medical intervention, and no hospitalization. Investigation included remote troubleshooting, review of a user-provided video, and functional checks with and without the case. Investigation of this case revealed that the protective case impeded the touchscreen unlock function, and the device itself operated as designed once out of the case. It was concluded, based on previously established findings for similar reports, that the cause was user interface obstruction by an accessory.